Manufacturer narrative:
Concomitant medical products - model: 1688t, competitor lead; implanted: (B)(6) 2006. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with high/undefined pacing impedance, noise, and oversensing leading to pacing inhibition. A lead fracture was confirmed. Reprogramming was completed and eventually the lead was capped and replaced. No patient complications have been reported as a result of this event.